Event description:
I had a double mastectomy in (B)(6) 2020 and subsequently had implants and reconstruction. On (B)(6) of this year and after 2 years of declining health and increasing pain in my chest, I had them explanted. The dr sent my capsule tissue to the lab and it showed that I had chronic inflammation and fibrosis. The left side showed signs of rejection. Reference report mw5115306.